Event description:
The reporter stated that the probe was inserted to a depth of 15mm in a patient who had had a subarachnoid hemorrhage from a posterior inferior cerebellar artery aneurysm. For about two to three minutes after insertion cerebral blood flow (cbf) and intracranial pressure readings that were consistent with alternative concurrent monitoring were obtained. While calibrating the device to the bedside monitor the cbf readings were lost and could not be regained. The physician attempted to reposition the probe, but as no reading could be obtained the probe and the bolt were discontinued. The pt later had successful aneurysm surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.